Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image from camera was not confirmed. Device evaluation found that the image was present. Additionally, other evaluation findings include the following: failed leak test at the video scope connector and faded label on the rear cover. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): "if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation." Reference page 10 as per IFU. The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the autoclavable camera head had no image. The issue was found during preparation prior to sedation, and the therapeutic procedure (laparoscopic colectomy) was completed with a similar device without delay. There were no reports of patient harm.